Event description:
It was reported that a spectrum iq pump did not infuse medication. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation the device did not infuse. The cause was identified to be an out of adjustment pressure plates. The pressure plates was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.